Event description:
Patient called in to report service required error code - r2049 ( hvm charge_1 stuck high test failure) after changing the battery. Customer care walked the patient through the troubleshooting steps by resetting the therapy cable and each time the screen would go back and forth from system loading to the ready signal. When the patient was on hold the device did eventually recycle and gave the same error code. There was no patient injury. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Kmt engineering evaluated the returned therapy cable and monitor. The reported service error code was identified to be caused by the monitor. The service error code was replicated during the device investigation. This is the same failure mode identified previously due to loose screw on the dump resistor. The dump resistor was not torqued down. The reported issue was identified in previous failure investigation and supplier corrective action request was performed . However this unit was produced prior to completion of the corrective action. The rate of occurrences for this failure mode is relatively low so there is no need for further corrective action. The issue will continue to be trended for future occurrences.